Event description:
Event became reportable based on analysis approved on 12/11/2006. It was reported that during preparation for a pta procedure, difficulties were experienced with the amplatz super stiff guidewire. The distal wire was out of the product holder and the package was damaged. The event occurred outside of the pt and the device was not used. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The device was returned in it's original pouch. The chevron pouch was visually inspected for seal integrity. The visual inspection revealed evidence of the wire not properly positioned extending from hoop protruding from the top right side of the pouch that compromise the integrity of the vendor seal. All other seal sides of the pouch (left/right/end) were inspected as well and found properly sealed. The device history records review was found to meet all requirements. The lot met all specifications relevant to the complaint upon lot release. This lot number has not been involved in any other additional complaint. The root cause of the event is unk. Corrective actions have been implemented to eliminate and mitigate against a recurrence of this event.